Event description:
It was reported that the patient's pacemaker developed a pacing-induced cardiomyopathy. The pacemaker was explanted and replaced. No adverse consequences were reported for the patient.